Event description:
The manufacturer received information alleging the patient turned the device one and smelled smoke. The patient turned on the lights and saw smoke coming from the device. The patient reports it smelled like plastic. The patient reports not seeing flames, no evidence of melting warping or void/gaps in enclosure, and no exposed wiring. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.